Manufacturer narrative:
H10 h3, h6: one suturefix ultra ahr s w/2 ub str 1 bl intended for use in treatment, was not returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The information provided, ¿the anchor of the suturefix broke during insertion¿. An exact root cause cannot be determined with confidence; however, factors that may affect device performance include, excessive force or improper use of device. The instruction for use states: ¿breakage of the suture anchor can occur if the insertion site is not prepared with appropriate instrumentation prior to implantation¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
H10. B5 and b7 updated.

Event description:
It was reported that during bankarts surgery, the anchor of the suturefix broke during insertion. The pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6. The reported suturefix ultra ahr s assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture anchor or sutures remain on the inserter and were not returned for examination. Due to the anchor not being returned the reported complaint cannot be confirmed. The examination of the anchor showed it to be intact. An exact root cause cannot be determined with confidence.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery, the anchor of the suture fix broke during insertion. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.